Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the heat exchanger leaking. Additional malfunctions were leaks at the tywraps on the tubing and a leak at the elbow on the heat exchanger.